Manufacturer narrative:
Clarification to serial number: (B)(4).

Event description:
The doctor reported bilateral rupture confirmed by CT scan. Device has been removed. This record relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, broken shell and others, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified a broken striated on the anterior, six striated openings, one opening crease sharp on the posterior, wear abrasion and stress marks. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. Six striated openings due to surgical damage consist in the use of some surgical tool. A crease sharp opening on the posterior due to fold flaw opening.

Event description:
The doctor reported bilateral rupture confirmed by CT scan. Device has been removed. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture.

Event description:
The doctor reported bilateral rupture confirmed by CT scan. Device has been removed. This record relates to the right side.